Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus received medwatch 5147760, which reports that during a transurethral resection of the bladder tumor using the resection sheath, the plastic tip of the resectoscope broke off in the patient's bladder and was initially located. Once the surgeon addressed the bleeding and cauterized where the tumor was, the surgeon went back to find the plastic piece and it was no longer visible. The surgeon continued to look for the piece for a prolonged time. The drapes were checked along with the floor and all surrounding areas around the patient and the piece was never located. The surgeon will continue to search during repeat cystoscopies, as reported. There was no delay in procedure and no error messages observed because of the failure. The procedure was completed with the same device. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the ceramic tip damage was caused by wear and tear, improper handling, or cracks in the insulation material which were not visible. It is very likely that the issue was caused by the impact of a major mechanical force (e.g. A blow or a fall). Moreover, it is unclear whether the insulation insert had a previous damage, or wear and tear through device reprocessing or from the previous procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 4.1: inspection and testing - proper reprocessing¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.